Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported "grade IV" and "any creases." Device has been explanted and replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ crease folding of implant: no observe creases on the surface of the device. Additional observations: ¿ observed deformation on the device. ¿ observed air voids in the gel.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: no observation is performed for the complaint as the event is no complaint against the device. Additional observations: observed air voids in the gel. Observed deformation on the device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported "grade IV" and "any creases." Device has been explanted and replaced.